Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scope was "broken". The procedure was completed by converting to an open leg technique because a back-up scope was not available. No other patient complications were reported.